Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is probable since the operating time of the lamp has passed 500 hours, it is assumed that it has disappeared due to the life of the lamp. Olympus will continue to monitor field performance for this device.

Event description:
The customer called in to report that her oiympus evis exera iii xenon light source went out. According to the initial reporter, she was able to replace the lamp and continue with the procedure. There was no patient harm reported from this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, the customer noted that the lamp had 250+ hours of use and is more than 90 days old. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.